Manufacturer narrative:
Upon inspection and testing of the returned device, the e315 error code was found to be caused by fluid ingress inside the plug body and the endoscope connector. The reported issue (blackout) was also confirmed and found to be caused due to fluid ingress. Moisture inside the plug body can result in intermittent connection issues, temporarily affecting the video image, triggering error codes, and impairing other electrical functionality. In addition, service found the light cover glasses were chipped, the adhesive on the distal end was detached, there was a hole in the switch button, the light guide tube was delaminated, there was fluid ingress inside the scope connector, the bending angle in all directions was out of specification, and the device failed the electrical safety test. The adhesive on the light cover glasses, and the optical cover glass was pitted. There was play in the up/down angulation knob, and the right/left angulation knob. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that a blackout occurred during an unspecified procedure. The intended procedure was delayed less than 10 minutes. According to the customer, the delay was not clinically relevant. The intended procedure was completed using another device. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the subject device was displaying an e315 error code (unsupported scope). This report is being submitted for the malfunction found during evaluation of the device (e315 error code).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that water invaded the device while the user was handling the device. This caused an abnormality of the electrical parts which led to the displayed error message. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscopic image.¿ ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.